Event description:
It was reported by service report that the head section bushing came loose from the bolt that holds it to the outer rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.